Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On 01/30/2026, the patient removed the sensor and there was no wire visible. The patient's grandson used a pair of tweezers to remove the sensor wire however he thinks that there might still be part of the wire in the skin. The patient said that there is a lump, blisters and pus coming out from the puncture wound. On (B)(6) 2026, the patient visited a doctor and did an incision to checked if there was still a sensor wire left in the skin and cleaned the area. No anesthetic was used and the doctor applied ointment to the incision and bandaged it. No skin glue or stitches were used to close the incision. The doctor said there is no remaining wire in the skin. The doctor also did a skin culture, and the results will be out by (B)(6) 2026. The doctor also prescribed oral antibiotic bactrim (taken twice a day for 7 days, already taking) and a salve (mupirocin) ¿ medications started on (B)(6) 2026. At the time of the report, the patient stated that she is feeling better. Dexcom technical support attempted to follow up with the patient regarding the pending test, and per patient it was confirmed with a positive culture test. The patient was prescribed with additional oral antibiotic (clindamycin twice a day for 1 week and continuation of mupirocin). Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.